Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector quad-fuse broke midway through the flushing process. The following information was provided by the initial reporter: "quadfuse broke midway through flushing and hanging new lines."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one sample of material number mz9283 was submitted for quality investigation. The customer complaint of component damage - leak was verified by inspection. Evaluation of the extension set shows that one of the extensions set tubes separated from bifurcated microbore. Further investigation under magnification shows a lack of solvent on the tubing. A device history record review for model mz9283 lot number 22119050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is the lack of solvent between the tubing and the adapter. The root cause for the failure is an incorrect application of the solvent in the assembly causing for a lack of solvent at the union between the adapter and the tubing. This process is called "gumming." The failure in the gumming process can be caused by the dispenser or by the distance of the dispenser and the assembly. A quality alert was generated to prevent future occurrences of this defect.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector quad-fuse broke midway through the flushing process. The following information was provided by the initial reporter: "quadfuse broke midway through flushing and hanging new lines."